Event description:
The reporter stated that they wanted to check the infusion delivery and that they couldn't view the infusion or alarm history. There was no pt injury or treatment associated with this event. Further info supplied stated the device "possibly delivered 36 ml of lipids in 18 minutes instead of 18 hours. There was no pt harm."

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing performed showed that the device was functioning normally. The last segment of the infusion history was corrupted. The engineering tech was able to copy the infusion history and create a history report to send to the reporter. The corruption sometimes occurs when the unit is powered off during the viewing of the alarm history or infusion history. The history did show that the device was programmed for a 35ml infusion over 18 minutes and not 18 hours.